Event description:
I got the lap band (B)(6) 2006. Had many days where I would vomit anything I tried to eat. Reflux started a few years in, went on rx meds. Dentist said my teeth are damaged from reflux and vomiting. Almost constant body aches, especially left shoulder and right side where port was attached. Had xrays, barium swallows, CT scan, ultrasound, hida scan, and it all pointed back to the lap band. Removal surgery was (B)(6) 2019 and aches are gone, reflux is finally under control. I hope that there's no lasting damage now that this thing is out of my body. FDA safety report ID# (B)(4).